Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B) (6) 2010. According to the complainant, the stent was being placed for a 2 to 3 cm malignant stricture due to pancreatic cancer, located from the descending part to the third portion of the duodenum. The physician deployed the stent successfully. However, the stent was placed near the ampulla, causing it to be blocked. Twenty-two hours post procedure, the patient developed acute pancreatitis. The stent remains implanted, and no medical intervention was required to treat the event. The patient was reported as improving slowly, but also presented with a symptom of angiocholitis. The physician is taking a "wait and see" approach. The physician's relationship assessment between the device and the event is unknown. It is also unknown if an associated ercp (endoscopic retrograde cholangiopancreatography) was performed.

Manufacturer narrative:
(B) (6). (B) (4) - no code available (acute pancreatitis; angiocholitis). As the unit has not been returned, boston scientific could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is operational context. The complaint states that the stent was deployed near the ampulla, thus blocking this area. This could be a potential contributing factor to the complaint incident.